Event description:
A nurse reported to baxter (B)(4) that the home patient's (hp) home choice (hc) machine was showing 4 cycles instead of 5 cycles and that the hc is mixing the final bag in with the other solution. Even though, it's supposed to be dextrose different. The technical service representative (tsr) explained they could be programming issues and the nurse stated they know how to program a machine. The tsr set up a swap for the machine. The hp was to continue therapy on another hc at the care center. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the program being changed by device was not confirmed, and the root cause could not be determined. A device evaluation was completed and all functional tests were performed as per baxter's required procedures. The reported condition of device showing wrong cycles and mixing solutions was not confirmed or duplicated. The one hour therapy was successfully completed. The assignable cause of the reported problem was undetermined.